Manufacturer narrative:
The beckman coulter fse dispatched to the customer site determined that the substrate valve was the cause of the failed system checks reported by the customer. The cause of this event was a hardware malfunction. This malfunction has the potential to cause the system to generate erroneous patient results. However, there is no indication that this potential was realized in this instance. The beckman coulter internal identifier for this event is: (B)(4).

Event description:
The customer reported obtaining failing system checks on the laboratory's access 2 immunoassay system portion to the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer did not report obtaining any erroneous patient results. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter fse (field service engineer) was dispatched to assess the system.